Event description:
On 10nov2022, a customer stated they discovered a newly hired staff member erroneously put the camera head in an automated washer instead of manually cleaning in sink which caused damage to the camera head. This was an isolated event and no patient was involved. The staff member has since been trained. On 28nov2022, an olympus endoscopy support specialist (ess) went on-site to observe and train for reprocessing. It was found that the device associated with this report was never improperly cleaned but rather just improperly documented by a new staff member. Confirmed no deviations from the olympus instructions for use (IFU) or the reprocessing manual ever occurred. In-service training was completed and documented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the olympus endoscopy support specialist (ess) follow-up. B5: updated with follow-up information from ess on-site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the blurry image was displayed due to a defective charge-coupled device (ccd). The cause of the defective ccd likely occurred from improper cleaning and sterilization. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "after using this camera head, reprocess and store it according to the instructions given in the camera head¿s companion ¿reprocessing manual¿ with your camera head model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the high definition autoclavable camera head was found to be improperly cleaned/sterilized with poor quality in the display image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of improperly cleaned/sterilized device with a poor display image issue was confirmed. A blurry image was found due to a defective charge-coupled device. The coupler mount was damaged and not moving in the center. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.